Manufacturer narrative:
The unit was returned to the service center for evaluation. No image was displayed when the unit was connected to processor. In addition, the unit¿s coupler was found bent. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing a dark image or a black screen was observed. There was no patient involvement. In addition, during estimation the unit was found to have no image making this a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was surmised that the suggested phenomenon occurred due to a malfunction of the charged coupled device (ccd) unit. It was then further surmised that the malfunction would have been due to ultraviolet rays causing material degradation of the unit. Olympus will continue to monitor field performance for this device.